Event description:
It was reported that unspecified alarm occurred which resulted to customer inadvertently performed the load fill tubing sequence while connected to the site. The customer's blood glucose level was 50 mg/dl. Customer consumed carbohydrates to address bg. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.